Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ loop ureteral stent was implanted during a stent placement procedure performed on (B)(6) 2017, and was removed on (B)(6) 2017. According to the complainant, during the scheduled stent removal, the stent was noted to be encrusted but was still able to drain. The patient's condition at the conclusion of the procedure was reported to be "stable".